Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several inappropriate shocks due to af. The device went into a bvvi mode due to excessive hv charging. Low battery voltage was also noted. Recommended device replacement. No further information available.